Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an adjustment made and had adaptive stimulation activated. Patient reported the stimulation was shooting out of control. Patient was able to be assisted with using their programmer to deactivate the adaptive stimulation setting on group b at 2.4v and issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.